Manufacturer narrative:
The reported information did not indicate a potential manufacturing issue. Potential factors that can influence a pop-out/dislodged device include tension applied on the delivery catheter system during positioning, calcification levels and compliance of the native anatomy, among other issues; in this case, it was reported that the valve moved from the annulus after the second balloon aortic valvuloplasty.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve moved up slightly from the annulus after the second of two balloon aortic valvuloplasties. A second valve was successfully implanted valve-in-valve. No adverse patient effects were reported.